Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) recorded a large number of non-sustained episodes with two diverted shocks. Stored electrograms show a rate about 40 bpm. The brady paced rate is programmed to 60 bpm with hysteresis set at 45. The physician was unable to reproduce oversensing with pocket and shoulder manipulation or deep breathing. The patient is being paced 50% of the time and has a history of atrial fibrillation. In addition it was reported that the patient had received 40 shocks shortly after the ICD implant. Patient has been provided with a magent to turn ICD off when desired.